Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. H6: device code 1494 - incorrect anatomy. The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation unable to determine the conclusive cause for the reported difficulties; however, the subsequent treatment appear to be related to circumstances of the procedure. Reportedly, femoral imaging was not performed and the proglide was used in the superficial femoral artery. It should be noted that the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. In addition, do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU violations contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right superficial femoral artery was attempted using a proglide device with a 6f sheath after an interventional superficial femoral artery occlusion procedure. Reportedly, no access site imaging was performed prior to proglide use. After insertion into the vessel, when pulling back the proglide device to the vessel wall, a foot broke off. The device prolapsed back. The separated foot was not found. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.